Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ I always had a sharp pain right side of my pelvic area"), menorrhagia ("very heavy for weks of a cycle") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, spotting vaginal, dysfunctional uterine bleeding since 31-mar-2011, abdominal pain, fibroids, ovarian cyst, shooting pain, vaginitis, vulvovaginitis, muscle cramps, mass, uterine leiomyoma and dermoid cyst. Concomitant products included leuprorelin acetate (lupron) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menometrorrhagia ("I had irregular cycles"). The patient was treated with surgery (ablation (this procedure was done to lighten the flow to none exempt of my menstrual cycle) and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, menometrorrhagia, headache, migraine and weight increased outcome was unknown. The reporter considered genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Essure placed with 5 coils seen on right & left after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, heavy bleeding, menometrorrhagia, abnormal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ I always had a sharp pain right side of my pelvic area"), menorrhagia ("very heavy for weks of a cycle") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, spotting vaginal, dysfunctional uterine bleeding since (B)(6) 2011, abdominal pain, fibroids, ovarian cyst, shooting pain, vaginitis, vulvovaginitis, muscle cramps, mass, uterine leiomyoma and dermoid cyst. Concomitant products included leuprorelin acetate (lupron) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menometrorrhagia ("I had irregular cycles"). The patient was treated with surgery (ablation (this procedure was done to lighten the flow to none exempt of my menstrual cycle) and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, menometrorrhagia, headache, migraine and weight increased outcome was unknown. The reporter considered genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Essure placed with 5 coils seen on right & left after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, heavy bleeding, menometrorrhagia, abnormal bleeding". Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and medical record was received. Events I always had a sharp pain right side of my pelvic area was clubbed in to the previously reported event pain, very heavy for weeks of a cycle, abnormal bleeding (general), I had irregular cycles, headaches, headaches, migraines, weight gain / loss specify which one: weight gain were added. Outcome of the event pain was updated to recovered. Reporter information, medical history, concomitant drug, events onset date, lab data was added. Essure removal date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.